Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned after the lead reverted to unipolar polarity and exhibited noise. This rv lead was replaced. No additional adverse patient effects were reported.